Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 367 mg/dl, and was 455 mg/dl at the time of call. Customer reported to have had high blood glucose for three days. Customer had symptoms of feeling over-heated, over-worked and slight difficulty breathing. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, customer reported that there was a red dot in cannula which was blood at site. Customer changed infusion set and customer's blood glucose began to decrease. Customer reported that site was irritated. Customer also reported of receiving a no delivery alarm and was able to clear alarm and delivered insulin with no problems. Customer declined high pressure test since blood glucose had lowered to 330 mg/dl. Customer was advised to all back should issues persist.